Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. Moreover, review of the submitted controller event log file confirmed the reported lvad fault alarms; however, a specific cause for the events could not be conclusively determined through this evaluation. It was reported that the patient had a driveline infection. At the time of an incision and drainage (I&d) procedure in the operating room, a couple of transient lvad fault alarms reportedly occurred. The ventricular assist device (vad) parameters remained stable and the alarms ultimately resolved. The patient remained stable at the time of the event. The submitted controller event log file contained data from 08aug2020 ¿ 18aug2020 and captured two transient lvad internal fault alarms on (B)(6) 2020 at 8:14 and 8:15. The lvad faults were associated with vref lvad faults, which indicate that the lvad internal voltage reference was outside of the normal range. The lvad fault alarms lasted approximately 3 seconds in duration and there was no interruption in pump support during the events. The pump appeared to have functioned as intended at speeds at or above the low speed limit with overall stable parameters for the duration of the log file. A specific cause for the transient lvad fault advisories could not be conclusively determined through this evaluation; however, the account reported that the patient was in the operating room at the time of the event and technical services communicated that the fault can be caused by high electromagnetic fields. The submitted lvad event log file captured vref lvad faults at the time of the lvad internal fault alarms recorded in the controller event log file; however, the pump appeared to be operating as intended with stable parameters. The submitted controller and lvad periodic log files contained data from 23jun2020 ¿ 17aug2020 and appeared to show the system operating as intended with no atypical events captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional related events have been reported at this time. The relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019 via order 6010983853. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (driveline, localized, and pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 4 "system monitor" provides information about all advisory alarms and explains that an lvad fault advisory occurs when the lvad has determined that one or more operating parameters is out of range. The IFU instructs that in the event of an lvad fault advisory, contact abbott to determine best next steps and use the system monitor to silence the alarm while awaiting resolution, if needed. Section 7 ¿alarms and troubleshooting¿ outlines all alarm conditions, including the lvad fault advisory, as well as the appropriate actions associated with them. This section explains that the lvad fault advisory does not appear on the system controller and only appears on the system monitor. The heartmate 3 lvas patient handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. Both the IFU and patient handbook include a daily safety checklist, which instructs the patient to "inspect the driveline exit site for signs of infection, including redness, tenderness, swelling, discharge, or a foul odor. Use sterile technique to touch or handle the exit site." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline infection and was in the operating room for an incision and drainage when transient lvad fault alarms occurred. The lvad internal fault was caused by an internal reference voltage drifting outside the normal range. This can be caused by high electromagnetic fields. There was no interruption in pump support during this event. The lvad fault alarms have not reoccurred.